Event description:
Covidien received info stating that during pt use, there was a failure in the circuit check test on the ht50 ventilator. The pt was hospitalized where he was transferred to the dist's backup unit. There were no negative pt consequences reported.

Manufacturer narrative:
The customer reported that the ventilator could not be calibrated. The solenoid valve was observed to have excess of dirt and was replaced.